Event description:
This unsolicited case from (B)(6) was received on 29-jul-2016 from an orthopedist. This case concerns a (B)(6) female patient who received treatment with synvisc and the same day developed acute arthritis. The patient had previously received treatment with synvisc from (B)(6) 2011, which consists of 3 doses of synvisc at 2 ml for gonarthrosis. No relevant medical history and concomitant medications were reported. On (B)(6) 2016, the patient received treatment with intra-articular synvisc injection at a dose of 2 ml weekly (lot/batch number and expiration date: not reported) for gonarthrosis. The same day, patient developed acute arthritis (swelling with fluid retention, pain). On (B)(6) 2016, the patient visited the reporting hospital complaining of swelling and pain in the left knee. It was reported that arthrocentesis was performed and 40 ml of fluid was aspirated, and 3 ampules of dexamethasone sodium phosphate (dexart) at a dose of 3.3 mg were prescribed for the event. Synvisc was discontinued due to the event with the last dose administered on (B)(6) 2016. On (B)(6) 2016, arthrocentesis was performed and 20 ml of fluid was aspirated. On (B)(6) 2016, arthrocentesis was performed of 100 mg, 2 tablets/ day. Culture tested negative. No calcium pyrophosphate was detected. As of an unspecified date, the patient was recovering from the event. Action taken: permanently discontinued. Corrective treatment: arthrocentesis, paracetamol, celecoxib and dexamethasone sodium phosphate. Outcome: recovering. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Diagnosis: acute arthritis (swelling with fluid retention, pain) (acute arthritis); reporting orthopedist's seriousness assessment: serious (medically significant); reporting orthopedist's causality assessment: highly probable.

Event description:
This unsolicited case from (B)(6) was received on 29-jul-2016 from an orthopedist. This case concerns a (B)(6) female patient who received treatment with synvisc and the same day developed acute arthritis. The patient had previously received treatment with synvisc from (B)(6) 2011, which consists of 3 doses of synvisc at 2 ml for gonarthrosis. No relevant medical history and concomitant medications were reported. On (B)(6) 2016, the patient received treatment with intra-articular synvisc injection at a dose of 2 ml weekly (lot/batch number and expiration date: not reported) for gonarthrosis. The same day, patient developed acute arthritis (swelling with fluid retention, pain). On (B)(6) 2016, the patient visited the reporting hospital complaining of swelling and pain in the left knee. It was reported that arthrocentesis was performed and 40 ml of fluid was aspirated, and 3 ampules of dexamethasone sodium phosphate (dexart) at a dose of 3.3 mg were prescribed for the event. Synvisc was discontinued due to the event with the last dose administered on (B)(6) 2016. On (B)(6) 2016, arthrocentesis was performed and 20 ml of fluid was aspirated. On (B)(6) 2016, arthrocentesis was performed and 15 ml of fluid was aspirated. The prescription of paracetamol was switched to celecoxib (celecox) at a dose of 100 mg, 2 tablets/ day. Culture tested negative. No calcium pyrophosphate was detected. As of an unspecified date, the patient was recovering from the event. Action taken: permanently discontinued. Corrective treatment: arthrocentesis, paracetamol, celecoxib and dexamethasone sodium phosphate. Outcome: recovering. A pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Diagnosis: acute arthritis (swelling with fluid retention, pain) (acute arthritis) reporting orthopedist's seriousness assessment: serious (medically significant) reporting orthopedist's causality assessment: highly probable additional information was received on 05-aug-2016. The global ptc number with ptc results were added. Text was amended accordingly.

Event description:
This unsolicited case from (B)(6) was received on 29-jul-2016 from an orthopedist. This case concerns a (B)(6) year old female patient who received treatment with synvisc and the same day developed left gonarthritis. Relevant medical history of the patient included left gonarthrosis ((B)(6) 2016) (k&l grade, iii [left knee]), rash (contact dermatitis) due to felbinac (seltouch). It was reported that the patient was not particularly active (not performing exercise or daily activity which would strain his knees) and had quit her job 8 months before.the patient had previously received treatment with synvisc from (B)(6) 2011, which consists of 3 doses of synvisc at 2 ml for gonarthrosis. Also, the patient had not received any combined therapy and had not experienced any signs of systemic (non-articular) infection before synvsisc treatment. No concomitant medications were reported. On (B)(6) 2016, the patient received treatment with intra-articular synvisc injection (second course) at a dose of 2 ml weekly (lot/batch number and expiration date: not reported) for gonarthrosis. It was reported that the patient had joint fluid retention, skin disease around the joint, intra-articular infection, or intra-articular inflammation symptom of the knees prior to the injection. Dispo needle was used (anterolateral insertion), while sterilized glove was not used. Iodine disinfectant was used. No leakage of synvisc solution from the joint was noted. The details on localized resting performed by the patient after the injection of synvisc on the day and resting time were unknown. There was no possibility that reduction of pain increased her activities. The same day, patient developed left gonarthritis and joint fluid retention (severe) developed. On (B)(6) 2016, the patient visited the reporting hospital complaining of swelling and pain in the left knee which started after the injection. It was reported that arthrocentesis was performed and 45 cc of fluid was aspirated. The patient was instructed to rest, and started to receive steroid therapy with dexamethasone sodium phosphate (dexart) at a dose of 3.3 mg. The same day, patient's joint fluid culture and joint fluid crystal exam was negative and joint fluid bacterial test was positive with white blood cell count of 50/mcl (normal range: not provided). On (B)(6) 2016, the patient had pain but swelling somewhat improved. Arthrocentesis was performed and 20 cc of fluid was aspirated. On (B)(6) 2016, the patient complained of tingling pain in the patellar region. Visual analog scale (vas) pain score was 70. She had tingling pain also at rest, and had pain when she was walking. It was reported that arthrocentesis was performed and 15 cc of fluid was aspirated and treatment with dexamethasone sodium phosphate was started at a dose of 3.3 mg. The patient was also prescribed celecoxib (celecox) at a dose of 100 mg, 2 tablets/ day. Culture tested negative. No calcium pyrophosphate was detected. As of an unspecified date, the patient was recovering from the event. As of the day, the outcome of the events was unknown. The patient had not revisited the reporting hospital thereafter. Action taken: permanently discontinued. Corrective treatment: oral arthrocentesis, paracetamol (calonal) from (B)(6) 2016 to (B)(6) 2016 at a dose of 900 mg, three times a day, celecoxib and dexamethasone sodium phosphate outcome: recovering. Diagnosis: left gonarthritis (gonarthritis). Reporting orthopedist's seriousness assessment: serious (required intervention). Reporting orthopedist's comment: other than synvisc, no possible causative factor for the event was identified. The patient had a history of synvisc therapy in 2011 (3 doses). Joint fluid retention developed after the injection on (B)(6) 2016, and was considered to be an adverse reaction to synvisc because crystal arthritis was negative. Reasons why synvisc was chosen for the patient: the patient received synvisc in 2011 and the effect was favorable. The patient was unable to visit hospital often. A pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 05-aug-2016. The global ptc number with ptc results were added. Text was amended accordingly. Additional information was received on 22-aug-2016 from an orthopedist. Medical history of the patient was added. Event verbatim was updated from acute arthritis to left gonarthritis. Verbatim for the symptom of pain in the left knee was updated to pain in the left knee/tingling pain and for the symptom of fluid retention in left knee was updated to fluid retention in left knee/joint fluid retention. Laboratory data added. Seriousness assessment for the event was updated from medically significant to required intervention. Information regarding a corrective treatment of paracetamol was added. Reporting orthopedist's comment was added. Outcome of the event as of (B)(6) 2016 was added. Clinical course updated. Text was amended accordingly.